Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a shock was not delivered. There was no patient involvement.